Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trail patient (pt) with an external neurostimulator (ens). The reason for call was during the trial in march, the patient ended up getting a bloodstream infection and a 'dbt' so they took the temporary battery out and just decided to let everything heal up and come back in a few months to put the permanent battery in. Patient stated the trial was successful and was working. Pt stated that the leads are still implanted and they are now needing MRI's for unrelated issues. Pt stated they were told the spinal cord stimulation (scs) device was not medically necessary. The patient was provided with the prior authorization phone number to provide to insurance. Pt was redirected to their managing physician (hcp) to further address next steps.